Manufacturer narrative:
Additional information was added to b5, d5, d9, h3, h4, h6, and h11. B5: the reference to "0.9%" is related to sodium chloride 0.9%. H11: the device and photo sample were received for evaluation. A visual inspection of the photo sample was performed, and the chamber disconnected from the tube was observed. A visual inspection was performed on the returned sample, and a disconnect between the tube and the chamber was observed; minimal traces of solvent were present on the tube. The reported condition was verified. The cause of the condition was due to improper assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set separated from the drip chamber. This occurred ¿at the time of inserting the infusion pump device into the 0.9% 500 ml solution¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.